Event description:
The pt was admitted for surgery to remove a left popliteal mass. After the procedure was completed, the surgeon began to staple the incision to close the surgical site. The stapler broke apart on the field. The pt was not injured.